Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies. The program strip notes that the device was in back-up mode.